Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis. Inspection identified insulation damage to the bipolar conductor wire at the yaw pulley. There was no thermal damage found. The instrument was installed on an in-house system and passed engagement, recognition, electrical continuity test, and energy delivery test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was removed for intraoperative cleaning and inspection found a wire from the tip's wrist. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps was inspected prior to use. The damage was first observed by the surgeon when not in the patient. There was no loss of cautery and no thermal damage observed. There was also no arcing observed and no instrument collision. There was no problem with removing the instrument through the cannula. The procedure was completed using a backup instrument. There was no fragment that fell inside the patient's anatomy.

Event description:
Refer to h10/h11 for follow-up information.